Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was over 300 mg/dl. Customer stated that she had cellulites and site infection. Customer stated that the site infection has puss, swollen, red and hot. Nothing further was reported.